Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized in 2015 (specific date not reported) due to developing an abcess and swelling at the implant site secondary to an upper respiratory infection. The site was drained, and the patient was treated with IV antibiotics (duration not reported). The implanted device remains.